Event description:
It was reported that this was an arteriotomy closure of the calcified right common femoral artery using a proglide after an angiogram procedure using a 6f sheath. Reportedly, the suture did not take, a cuff miss was noticed. The footplate would not retract. The device was pulled out with resistance. An angiogram noted a dissection of the vessel. Manual compression was used to achieve hemostasis. There was a reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was returned for analysis. The reported cuff miss was not confirmed as not all components were returned for analysis. The foot retraction problem was not confirmed. Difficulty removing the device could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The device was removed against resistance. It should be noted that the electronic perclose proglide instructions for use (IFU) states: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. In this case, the device withdrawal against resistance is likely due to circumstances of the procedure. The patient effect of dissection is listed in the electronic perclose proglide IFU, as a potential adverse event of use of the device. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. The patient effect is a possible adverse event. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.